Manufacturer narrative:
Concomitant medical products: 5024m-58 lead, implanted (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported noise was noted on the right atrial (ra) lead. The lead was capped and the replacement is planned. No patient complications have been reported as a result of this event.